Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter. Based on the sensor scan, the customer was able to self-treat with an unspecified dose of insulin and consequently, the customer experienced shivering and cold sweat. The customer had contact with a healthcare professional who performed an ECG and administered glucose via IV and 5 mg valium for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.